Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging neuroendocrine tumor of the liver and heart surgery. There was no medical intervention required by the patient. The device was returned to a third-party service center. The technician unable to confirm foam particles in the air path during the device evaluation. The device was scrapped.